Manufacturer narrative:
It is not possible to continue surgical treatment with this device due to footswitch pedal failure. We are unaware about operator/patent injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient have been reported.